Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd solomed¿ syringe with needle leaked testosterone past the plunger stopper before use. This event occurred 4 separate times. The following information was provided by the initial reporter, translated from (B)(6): "the break happened in the middle of the syringe, it's not quite a break, but a leak. It happened before application on the person. Lot: 1228504, exp: (B)(6) . The client is a doctor, he always buys the injection from us, there was never a problem, at the time of applying the testosterone in the syringe, it started to leak. It has happened with other medications, such as contracep and mesygina. The doctor was given new testosterone and a new syringe as well."

Manufacturer narrative:
H6: investigation summary photos received for investigation. Upon visual inspection, syringe filled with liquid can be observed. Physical sample is required to further analyze and confirm the defect reported. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Additionally, five retention samples from the same lot were evaluated. No defects or issues observed. Leakage and syringe and needle connectivity test were performed, no defects observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd solomed¿ syringe with needle leaked testosterone past the plunger stopper before use. This event occurred 4 separate times. The following information was provided by the initial reporter, translated from portuguese: "the break happened in the middle of the syringe, it's not quite a break, but a leak. It happened before application on the person. Lot: 1228504 exp: 2021-09- . The client is a doctor, he always buys the injection from us, there was never a problem, at the time of applying the testosterone in the syringe, it started to leak. It has happened with other medications, such as contracep and mesygina. The doctor was given new testosterone and a new syringe as well."